Manufacturer narrative:
Complaint conclusion: as reported, while performing on the superior femoral artery (sfa), the physician could not advance the balloon after deploying the needle on the outback or get back into the true lumen. Upon removing the device, they noticed that the tip of the needle had punctured through the catheter shaft of the device and not at the top of the device where it should have. Attempts to gather further information were unsuccessful. A non-sterile unit of the outback elite 120cm re-entry catheter was received coiled inside of a plastic bag. The cannula needle was received punctured through the body at 2.5 cm from the distal tip and a kinked condition was observed due to this condition. Functional analysis could not be performed because the cannula needle could not be retracted due to the kinked and punctured conditions observed on the body. Device was inspected under vision system and the cannula needle was received punctured through the body. Review of lot 17250763 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer as ¿cannula/needle (outback only)/ deployment difficulty-through shaft¿ could not be evaluated correctly since functional analysis could not be performed due to the kinked and punctured conditions observed on the body shaft. The exact cause of the reported event as well as the kinked condition could not be conclusive determined. However, procedural factors might have contributed to the cause of the reported event. The product IFU instructs the user to always visualize tracking of the catheter tip over the aorto-iliac bifurcation. It furthers recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its¿ performance. The IFU instructs the user to withdraw the catheter if it becomes excessively kinked. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Neither the analysis nor the device history record suggests that the event reported could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The product was received but engineering report with the product analysis is not yet available. However, the analysis and additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt, device was received with damage at 2 cm from distal end. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while performing an sfa case with the doctor, they could not advance the balloon after deploying the needle on the outback or get back into the true lumen. On removing the device they notice that the tip of the needle had punctured through the catheter shaft of the device and not at the top of the device where it should have.